Event description:
It was reported the patient presented to the intensive care clinic and received inappropriate high voltage ventricular therapy. No further information could be obtained.

Manufacturer narrative:
(B)(4).